Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk case, the device was dropping clips. The clips were left in the abdomen of the patient in the open position. The surgeon recovered one by one. Case completed with the same like product. There was no patient consequence.